Manufacturer narrative:
One medfusion pump was received with a crack on the top case by the tube holders and on the right plunger case as well as a hand written serial label on the bottom case. The event history log was reviewed and there was evidence of a motor rate error. An occlusion test was performed and a motor rate error was found. A combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. The pump is over 15 years old and was damaged due to normal wear. The worn out components will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. The issue was discovered during maintenance and there was no patient involvement.